Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 439 mg/dl at the time of incident. It was unknown that auto mode feature was active or not at the time of event. Customer reported that they received insulin flow blocked alarm. Customer stated the cannula was bent. The insulin pump will be returned for analysis.